Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3057, product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient thought his leads had moved because yesterday when he was on the couch, he slouched down to get comfortable and that was when he felt they moved. No troubleshooting attempts were made and the patient was redirected to their health care professional.